Event description:
The patient's mother reported applying a pod on the patient and noticed a few additional clicks while priming. A few hours later, the patient's blood glucose levels rose to approximately 400 mg/dl for 8 hours. The pod was removed and the needle was still visible, indicating the needle mechanism did not retract as intended. The pod was leaking insulin and the site was bleeding and swollen. A new pod was applied and the patient's blood glucose levels normalized. The pod was worn on the patient's leg for between 4 and 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.